Event description:
The reporter stated that when they received a one piece collamer lens model cc4204bf. They noted that the lens was almost folded in half from one haptic to the other, when they removed it from the vial. They tried re-hydrating it to reshape it but that didn't work. They didn't attempt to load it in the cartridge and pt it back in the vial. No pt contact.

Manufacturer narrative:
The lens was received folded in half from one haptic to the other haptic. Evaluation codes: method- work order search. Results (other) a visual inspection of the returned product shows the corners of both plate haptics are torn. There is a clear surgical residue on the lens. A lens serial work order search was performed for similar complaints and no similar complaints were found.